Event description:
It was reported that the insulin pump had an intermittently responsive act button. The blood glucose reading was 58 mg/dl, which was treated with coffee. The customer stated that the issue had been ongoing. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent act button response due to a flattened button dome switch. No cosmetic damage was noted.